Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received six shocks in vt zone and exhausted therapy. Additional information indicated that therapy delivered was for sinus tachycardia and atrial tachycardia response (atr) rate was reprogrammed. The crt-d remains in service. No adverse patient effects were reported.